Manufacturer narrative:
Additional information was no patient was involved in the event. Event occurred on (B)(6) 2020 which cover page updated.

Manufacturer narrative:
H 10 - additional information was no patient was involved in the event. Event occurred on (B)(6) 2020 which cover page updated. H6 updated.

Event description:
Additional information as been received. Summary in h 10.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the downstream occlusion (dso) sensor was not reactive and was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue and perform a full preventive maintenance and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached error which displayed with cassette still attached. No reported adverse effects.